Event description:
It was reported that the ilet user overfilled two cartridges during a supply change despite guidance from an agent, then successfully completed the next cartridge, indicating incorrect supply change steps during cartridge preparation and installation for the infusion set and cartridge. There were no reported symptoms or clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included remote troubleshooting and user education on correct cartridge filling and supply change steps. Investigation of this case revealed user handling error related to cartridge filling technique, with no device malfunction identified and no component defect observed for the infusion set or cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user error in performing supply change steps.